Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-10550. It was reported the pt ((B)(6)) felt a heating sensation at the pocket site while charging the ipg. The pt attempted charging more frequently for shorter amounts of time to no avail stating that there was still an uncomfortable temperature increase at the ipg pocket site. The physician advised the pt to use a towel as a skin barrier during charging. No further info is available at this time.

Manufacturer narrative:
This charger model was associated with a field correction. MFR's eval: corrective and preventive action (CAPA) investigation performed. Result: pocket heating was confirmed. The investigation for (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charing wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated b off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.